Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient¿s follower experienced an alert/notification issue which occurred on an unspecified day after sensor insertion (location not specified). On (B)(6) 2026, the reporter stated that she received a low alert on her follow app of 40 mg/dl around 4am. This prompted her to contact the patient¿s caregiver. The patient¿s caregiver had been sleeping, so they went to assess the patient after hearing from the reporter and the patient was found ¿unresponsive with suspected absence of vital signs¿. Ems was called and once they arrived, the patient was pronounced dead at approximately 431am. The cause of death was not reported. The reporter called dexcom to express concern as she did not receive any earlier low alerts on the follow app (at 100 mg/dl for the patient¿s low threshold not at 55 mg/dl for the urgent low threshold) and was inquiring about why this may have occurred. The reporter could not confirm how the patient¿s primary display device was behaving during this event as the reporter was not physically present and the patient¿s caregiver was sleeping during this time. No product was provided for investigation. Data in dexcom cloud was requested but is pending investigation at this time. If cgm data is received a follow up report will be filed with data investigation results. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 06/15/2026. Data was provided for investigation. A review of the data logs indicated that the sensor session began on (B)(6) at 1:09 pm. It was confirmed that the alerts worked as intended on the mobile app and the follow app, however no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The allegation and probable cause could not be determined. No additional patient or event information is available.